Manufacturer narrative:
An event regarding crack/fracture involving a specialty insert trial was reported. The event was confirmed. Method & results: -device evaluation and results: material analysis of the returned device was performed concluded the following: "the insert broke in overload. Notable surface damage was found indicating that the trial had been impacted during use. No material or manufacturing defects were observed on the surfaces examined." -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: the reported device was manufactured and accepted into final stock with no discrepancies. -complaint history review: there has been 02 other event for the reported lot. Conclusions: the reported event was confirmed as per material analysis performed on the returned device which concluded that the insert trial broke in overload condition. Notable surface damage was found indicating that the trial had been impacted during use. No material or manufacturing defects were observed on the surfaces examined. If additional information will be received, this investigation will be reopened and re-evaluated.

Event description:
Rep reported 3 trial poly inserts cracked/chipped during surgery. Few minutes of delay due to breakage of inserts. Will need to order new poly inserts.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Rep reported 3 trial poly inserts cracked/chipped during surgery. Few minutes of delay due to breakage of inserts. Will need to order new poly inserts.